Manufacturer narrative:
Staff mixed the 70 cm kit components and the 55 cm components together. There was no lot number provided or returned product to evaluate. The information received provided sufficient evidence to conclude that misuse was the root cause.

Event description:
Vascular surgeon requested a 55 cm varilase kit, staff had mixed the 70 cm kit components and the 55 cm components together. Surgeon inserted the 70 cm wire and measuring sheath - the 55 cm fibre was then inserted - after tumescence was injected the laser was then activated. The surgeon noticed some strange "sparks" internally and stopped the procedure after 20-30 seconds. When he removed the laser and measuring sheath he discovered the sheath was melted at 14 cm mark, and realized the laser had not protruded from the sheath when activated, meaning the laser melted the measuring sheath and left 13 cm inside the patients lsv. The surgeon then scanned using u/s and found the remaining sheath - he made an incision into the patients skin and vein and used a vein hook to remove the remaining sheath successfully. Patient will need to potentially have a follow up procedure. Potential scarring from the incision to remove the sheath. This report associated to MDR 2134812-2017-00110.